Manufacturer narrative:
(B)(4). Additional information was received that two leads were explanted. Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Sc-2218-70 (sn (B)(4)) the complaint has been confirmed. Visual and x-ray inspection of the lead revealed that 5 cables were fractured at the bent / kinked location of the lead. The bent / kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. No cables are exposed at the fracture site. Review of the device history record revealed no anomalies. Sc-2218-70 sn (B)(4): visual inspection revealed multiple clean cuts along the lead body. X-ray inspection confirmed 3 cut cables. This type of clean cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the device history record revealed no anomalies.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances.

Manufacturer narrative:
Additional information was received that only lead sc-2218-70 (sn (B)(4)) was explanted from the patient. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances.